Manufacturer narrative:
It was reported the patient was over 18 years old.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, the patient was being treated for stones in the common bile duct. During the procedure, the balloon was inflated to 4mm using an encore inflation device (bsc) and the balloon burst. No pieces of the balloon detached inside the patient. It was confirmed there were no issues with the encore inflation device. The procedure was completed with a cook dilatation device.. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) relates to (B)(4) for the reported event of balloon burst. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, the patient was being treated for stones in the common bile duct. During the procedure, the balloon was inflated to 4mm using an encore inflation device (bsc) and the balloon burst. No pieces of the balloon detached inside the patient. It was confirmed there were no issues with the encore inflation device. The procedure was completed with a cook dilatation device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.